Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) was not required to be reviewed per company standard operating procedure since the device manufacture date is greater than one year from the event date. A getinge field service engineer (fse) evaluated the iabp and was unable to duplicate the reported issue. However, the log files indicated an electrical fault code #58 which is possibly related to the recent field action update. There was also a lot of condensation in the system which can contribute to this error. To fix the issue, the fse completed the field action by replacing the solenoid driver board and completing a full system checkout per the service manual. The iabp passed all functional and safety tests and was released to the customer for clinical service.

Event description:
It was reported that the cs300 displayed a maintenance required code #2 (drive transducer offset failure). There was no patient harm nor adverse event reported.